Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the pump cable¿s outer jacket and discoloration of the pump cable inline connector bend relief. (B)(6) was returned assembled with the pump cable severed approximately 11.0¿ from the pump header. The distal portion of the pump cable was also returned measuring approximately 14.5¿ from the inline connector. The modular cable was not returned. Approximately 6.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Visual examination of the pump cable revealed multiple areas of damage to the distal portion. Tears in the outer jacket were observed from 2.5¿ ¿ 3.0¿, 4.0¿ ¿ 5.0¿, and at approximately 13.0¿ from the inline connector. Of note, the damage observed between 2.5¿ ¿ 3.0¿ from the inline connector penetrated through the outer jacket and armor layers, exposing the underlying bionate layer. Adjacent to this damage, a small tear was observed at the terminus of the inline connector bend relief. The inline connector bend relief was also discolored dark brown. No other signs of damage or discoloration were observed in the remaining sections of the pump cable. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Finally, section 8 "equipment storage and care" (under "cleaning the driveline") explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, warm water and mild dish soap should be used. The heartmate 3 lvas patient handbook, is also currently available. Section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that evaluation of the left ventricular assist device (lvad) revealed discoloration of the pump cable inline connector bend relief and superficial damage to the pump cable's outer jacket. The bionate label was also visible through the armor layer in the locations of outer jacket damage.